Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial procedure occurred in september 2007. The physician placed a taxus express2 2.5x12mm drug eluting stent to the 90% stenosed lesion located in the ostial first obtuse marginal (om) artery. Initially the stent did not cross the lesion. The lesion was then dilated with a 2.5x15 balloon, unknown type. The stent was then successfully delivered and deployed at 14 atms. There was incomplete expansion at the ostium so the physician dilated that area with a 2.5x9mm quantum maverick balloon to 22 atms. Angiography revealed a widely patent vessel with no residual stenosis. No patient complications occurred. Five days post procedure the patient presented with rapid recurrence of severe angina. Angiography revealed 70% distal edge stenosis in the left anterior descending artery (lad) and diffuse severe disease throughout the proximal portion in the second om. Due to the rapid progression of the patient's disease it appears that stenting is triggering a hyperproliferative response and further percutaneous intervention was not indicated. Surgery was consulted for consideration of multivessel bypass surgery at this point. The patient returned for bypass surgery the next day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.